Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer declined any further troubleshooting, and returned to manual injections.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.